Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested and was not provided.

Event description:
The customer reported failure of the keys. The customer reported patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the customer declined service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a